Manufacturer narrative:
Initial reporter is a synthes sales representative. Part 03.037.017, lot 9604307: manufacturing site: (B)(4). Release to warehouse date: august 18, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: upon visual inspection, the received guide sleeve was observed with scratches, deformed threads and missing the red alignment indicator epoxy. The missing epoxy was previously investigation and relevant actions have been taken to address the issue; additional investigation is not required. No other issues were identified. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Internal diameter of the blade/screw guide sleeve was conforming. The dimensional inspection for external threads was not performed due to post-manufacturing damage. The complaint condition is confirmed. The threads for the blade/screw guide sleeve were damaged, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the blade/screw guide sleeve was noticed to be damaged. This product has threads on it and the threads are compressed down and will not allow the compression wheel to go on easily. There was no patient involvement. Upon visual inspection, the received guide sleeve was observed with scratches, deformed threads and missing the red alignment indicator epoxy. This report is for a blade/screw guide sleeve. This is report 1 of 1 for (B)(4).